Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first photo shows one marquee device, in which the needle was noted to be bent, and the labeling information is shown which was cross verified with the tw details (same shown in the third photo). The second photo shows marquee device which was placed inside the package. Based on the reported event the needle bent is confirmed and the difficult to remove cannot be confirmed. Therefore, the investigation is inconclusive for the reported difficult to remove as no objective evidence was provided for review. However, the investigation is confirmed for the reported needle bent as the bent was noted to the sample notch. A definitive root cause for the reported needle bent/difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a computed tomography-guided lung biopsy through soft density tissue using the marquee instrument. During the procedure, the stylet part of the needle was bent. It was further reported that the needle was difficult to remove. A coaxial needle was used, and the procedure was completed by using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a computed tomography-guided lung biopsy through soft density tissue using the marquee instrument. During the procedure, the stylet part of the needle was bent and difficult to remove from the patient. A coaxial needle was used, and the procedure was completed by using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.